Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an implant procedure, the left ventricular (lv) lead dislodged. The physician decided not to implant the lv lead due to patient condition and difficulty when attempting to place the lead. The patient was stable and will continue to be monitored.